Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument and found fluid had leaked from reagent probe a. Fse replaced the reagent probe a wash collar vacuum valve (solenoid valve) to resolve the "cc cuvette not dry" error and leak issue. No further "cc cuvette not dry" error and leak issue observed. Fse primed the instrument and ran quality controls without errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported the "cc cuvette not dry" error and found leak from reagent probe a on their unicel dxc 800 instrument. The customer stated the leak was contained. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.